Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed by the implantable cardiac monitor. It was thought to be caused by a buildup of static electricity on the patient's skin. No changes were made.